Manufacturer narrative:
(B)(4). Visual evaluation of the returned device found that the flare was detached and evidence of the flaring process. Additionally, the catheter and wire were kinked in the middle of the device. Review and analysis of all available information indicated a root cause of handling damage. A review of the device history record (DHR) was performed and no deviations were found. A search of the complaint database confirmed that no other complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a captivator small oval snare was used during a polypectomy procedure performed on (B)(6) 2016. According to the complainant, during the procedure the snare loop failed to extend from the sheath. The procedure was completed with another captivator snare. There were no patient complications at the conclusion of this procedure and the patient was reported to be good. This event has been deemed a reportable event based on the investigation results; flare detached. Please see block h10 for full investigation details.